Event description:
It was reported that the external pulse generator (epg) failed during use. The epg cover was broken and the hospital staff had difficulties turning the device on and off. The epg was returned to the manufacturer for servicing. The epg was not connected to a patient at the time of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The time that the device should stay on after the battery is removed is too short, the capacitors were defective. It was also noted that one bail and bail cover were missing, the ring was bent and six screws were missing. (B)(4).